Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio seal device inner sheath was not connected to the handle during retrieval. It could be pulled out separately. Vascular closure was ok, and there was no patient harm. Additional information was received on may 29, 2019. The procedure performed was a percutaneous transluminal angioplasty.

Manufacturer narrative:
This report is being submitted as follow up no. 2 and to provide the completed investigation. It was reported in follow up no. 1 that the device was returned, and the date was provided; however, it was inadvertently not provided. Therefore, the device return date has been provided. Results based upon evaluation of user facility information and the portion of the device returned; 213 is based upon evaluation of the incomplete device. H6 - conclusion - 4315 is based upon evaluation of user facility information and portion of the device returned; 67 is based upon evaluation of the incomplete device. One 6fr arteriotomy locator was received for product evaluation. The allegation against the carrier tube was not returned for analysis. No other accessory components were returned. Visual inspection revealed that there was a kink at the blood inlet hole of the arteriotomy locator. No other visual anomalies were noted. The carrier tube was not returned for analysis. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The reported event could not be confirmed for carrier tube detachment since the device was not returned for evaluation. However, the exact cause of the reported event cannot be definitively determined based on the available information.